Manufacturer narrative:
Investigation results: the hose was received for investigation on 6/18/07. An eval of this hose found diffuser damage and an air leak from the coupling side. This hose shows a MFR date of 1/2000 and conmed linvatec's repair records identify no repair history. The handpiece instruction manual for the hall sternum saw provides the following warnings to the user: inspect pneumatic hoses for signs of wear or damage prior to use. Discontinue use and replace immediately if any signs of wear or damage are detected. Check all equipment for any air or nitrogen leakage. If leakage is noticed, return for service.